Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured in pinhole form near the center at 5atm within 2 seconds. The device was removed without any problem using normal method and the procedure was completed with another of the same device. No patient complications and the patient was good after the procedure.